Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 439 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, the customer did not perform the cartridge air removal step.